Manufacturer narrative:
Continuation of d10: product ID: evolutfx-26 (serial: (B)(6); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the implant of a transcatheter aortic valve evolutfx-26, a femoral artery "leak" occurred during the insertion of the valve and delivery catheter system. Subsequently, the femoral artery required a surgical operation.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the implant of a transcatheter aortic valve evolutfx-26, a femoral artery "leak" occurred during the insertion of the valve and delivery catheter system (dcs). Subsequently, the femoral artery required a surgical operation. Additional information was received to report the dcs vascular access and the injury both occurred on the right side of the patient. The injury occurred, while possibly using too much force, during advancement of the dcs. The injury was further clarified only as bleeding. It was noted contributing factors to the injury were the patient's obesity and "some problems" with the non-medtronic vascular closure system (proglide). Surgical treatment included an open cut down to repair the vessel.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.